Manufacturer narrative:
This report is submitted on june 21, 2021.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2020, due to the patient not being to tolerate use of the device.